Event description:
The customer reported the system displayed a filament regulator error message. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep recalibrated the camera iris stops. The system is operating as intended.